Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing lower limb weakness and has become wheelchair bound. In turn, surgical intervention was undertaken wherein the system was explanted.